Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a potential sensing issue was noted on the r wave on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further confirmed that the rv his bundle lead was operating within normal limits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced syncope.